Event description:
Emergency medical technicians responded to a person described as in cardiac arrest and down for a long time. The device was connected to the pt but, according to the reporter, the device would not power on. Approx 15 minutes later an advanced life support team arrived, connected their defibrillator/monitor to the pt who was then diagnosed as in asystole. The pt was not resuscitated.